Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 500 mg/dl range. The patient treated by changing her infusion set and resuming insulin pump therapy. She had also used a manual insulin injection. Troubleshooting was declined for the high blood glucose. The customer also mentioned a car accident and fractured neck bone due to an issue with the insulin pump and a motor error. The insulin pump was not returned for analysis.